Manufacturer narrative:
Citation: tchetche d, farah b, misuraca l, et al. Cerebrovascular events post-transcatheter aortic valve replacement in a large cohort of patients: a france-2 registry substudy. Jacc cardiovasc interv. 2014;7(10):1138-1145. Doi:10.1016/j.jcin.2014.04.018 earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the occurrence of cerebrovascular events (cve) in patients after transcatheter aortic valve replacement (tavr). The study comprised 3,191 patients who underwent tavr with either a medtronic corevalve (n = 1,056) or a non-medtronic sapien (n = 2,135). Among the study populace, 127 patients (45 corevalve recipients, 82 sapien recipients) experienced cves, which were classified as a major stroke, minor stroke, or transient ischemic attack. The authors also observed the following outcomes: emergent conversion to surgery; implant of a second valve due to embolization of the first valve; bleeding; new-onset atrial fibrillation; need for permanent pacemaker implant; and deaths. Of the patients who had a cve, 33 died during follow-up, however, the exact circumstances of the deaths were not recounted.